Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. No moisture damage found on the electronic assembly or motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that insulin pump alarmed button error twice. The customer stated that the device was exposed to rain prior to the alarms. Customer's blood glucose value was 53 mg/dl; treated with food. He was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.